Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the insulin pump was beeping every now and then. The customer's blood glucose was 47 mg/dl at the time of incident. The customer stated that the low blood glucose was treated with food. The customer stated that the buttons were not pressed or accidentally pressed. The insulin pump will not be returned for analysis.